Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system plug was hard to remove. This occurred on 5 occasions after use. The following information was provided by the initial reporter: after punctured, hcp tried to remove the plug however it was very hard to remove.

Manufacturer narrative:
H.6. Investigation summary bd received one used nexiva 22ga unit in an opened package from material number 383512, lot number 9260323. Five dispensers with 20 units/dispenser for a total of 100 unused nexiva 22ga units in sealed packages from material number 383512, lot number 9260323 were also received. In addition, three photographs were submitted which did not display enough evidence to identify or confirm the reported issue. First, a visual/microscopic evaluation was performed on the returned used unit. There was no damage to the straight adapter or the vent plug. The vent plug was removed by hand in which the vent plug was easily removed. A random sampling of 81 units were tested for the flow control plug removal torque. 43 out of the 81 units tested at a greater torque than specifications state. The reported issue of the vent plug being difficult to remove was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva¿ closed IV catheter system plug was hard to remove. This occurred on 5 occasions after use. The following information was provided by the initial reporter: after punctured, hcp tried to remove the plug however it was very hard to remove.